Manufacturer narrative:
04aug2021.

Event description:
The customer reported that the v60 device had a dim display. The customer reported that the unit was in use on patient, but no patient harm reported. The customer contacted product support and confirmed that the customer¿s v60 has very dim display. Product support recommended repair part: user interface assembly. Other information is pending.

Manufacturer narrative:
The biomed stated that the unit was not in use on the patient, and the issue was found in the biomed shop. The authorized service personnel (asp) confirmed the dark screen, unable to see the screen. The (asp) replaced the user interface assembly. The device was fixed and returned to service. After reviewing this file, it was determined that MDR-2031642-2021-04483 was reported in error. Dim display issue found in the biomed shop is outside clinical use is prior to therapeutic application and presents no direct patient harm.